Manufacturer narrative:
The catheter and guidewire have been evaluated. The evaluation showed that the guidewire broke into two segments (due to tensile overload) inside the catheter lumen and one of the segments punctured the catheter lumen at 2 cm from the distal tip. (B)(4).

Event description:
Treatment of an aneurysm. It was reported that while advancing the guidewire into the catheter, friction was encountered. After removed the device from the patient, the guidewire was observed to have exited out of the catheter prior to the distal tip. No patient injury reported.